Event description:
Device was explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: nicks, broken shell with sharp edge where is localized stresses induced (a dimension measurement in the shell was performed which identified the thickness within specification), around 50-75% of the shell is missing. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is broken shell with sharp edge where is localized stresses induced assessed as surgical impact and missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.